Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had unexpected shut down (insulin) was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an insulin drip had been infusing and had turned off on its own. The nurse went into the room and found the entire alaris system was turned off. The patients¿ glucose level went up and had to be treated. Normal saline may have been infusing on another pump module during the time of the event. This was reported to bd representatives during site visit. The customer later provided the following information: "I reviewed the insulin dosing for the patient where the channel stopped. The channel was reported as stopped at 1500. The rate of 21.7 unit/hr was maintained for 2 hours as blood glucose decreased, then the rate was decreased. There were no additional doses of insulin documented to account for the IV pump channel stopping. I would determine that there was no harm to the patient and I did not find any additional treatment required."